Manufacturer narrative:
213, no device problem found - a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. 10, testing of actual/suspected device - device was returned for evaluation. 170, manufacturing process problem identified - the device in question was manufactured prior to the implemented corrective actions associated with this type of event. 25, cause traced to manufacturing - the device in question was manufactured prior to the implemented corrective actions associated with this type of event.

Event description:
On (B)(6) 2003 the patient underwent endovascular treatment and was implanted with a gore® excluder® bifurcated endoprostheses (pcc121200 and pct261216). The patient tolerated the procedure. On (B)(6) 2021 the patient was undergoing treatment for a type 1b endoleak with an unknown onset date. The gore® excluder® aaa endoprosthesis contralateral leg endoprosthesis (plc161000) was inserted into the patient and was positioned in the patients anatomy for deployment. As reported the deployment line would not pull and felt like it was stuck, and the endoprosthesis would not deploy. The device was removed over the guidewire and a new contralateral endoprosthesis device was inserted and employed without incident. The endoleak was successfully resolved and the patient tolerated the procedure.